Manufacturer narrative:
(B)(4). Concomitant medical products: associated item #184704; item name: series a pat w/wr std 31 1 peg; lot # 416960; associated item # ep-183622; item name: e1 vngd ps tib brg 63/67x12; lot # 374740; associated item # 183108; item name: van ps open intl fem-rt 65; lot # j6448022. This device is not manufactured by zimmer biomet in the united states; however, we are filing this report as zimmer biomet manufactures a similar device in the united states under 510k number k945028. Product not returned yet.

Event description:
Revision surgery due to loosening (about 2 months after implantation). The tibia had come loose about 2 months after implanted on (B)(6) 2019. It is not clear when it became loose exactly. The revision surgery was performed on the (B)(6) 2019. After removal of the implant it was clear that no cement was present while it was expected.